Event description:
Same case as MFR #: 2134265-2013-01083. It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guide wire. The target lesion details are unknown. An .035'' amplatz super stiff guide wire was placed inside the patient. Multiple balloons were used during the procedure. Inflation was performed with the 4.0x40mm gladiator balloon catheter. During removal of the gladiator, once outside of the sheath and the patient, the distal end of the catheter became stuck on the proximal/mid portion of the amplatz guide wire. The physician used a scalpel to shave off the balloon portion and then removed the rest of the device and continued to use the wire. The procedure was completed with another gladiator balloon. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the shaft was broken at approximately 684mm distal to the strain relief with evidence of stretching at the break point. The balloon is attached to the distal portion and was noted to be deflated and correctly wrapped. The distal tip and the single lumen shaft have been cut in a proximal direction. A severe kink was noted in the single lumen shaft at 39mm proximal to the distal tip. The balloon material was damaged/torn where the kink was located. There were no anomalies noted with the proximal portion of the broken shaft. It was possible to insert an appropriate sized guide wire through the proximal portion without issue. The guide wire was inserted through the distal portion with some resistance noted where the single lumen shaft was kinked. It was possible to remove the guide wire without any issue. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR #: 2134265-2013-01083. It was reported that during a percutaneous coronary intervention, the catheter became stuck on the guide wire. The target lesion details are unknown. An .035 amplatz super stiff guide wire was placed inside the patient. Multiple balloons were used during the procedure. Inflation was performed with the 4.0 x 40 mm gladiator balloon catheter. During removal of the gladiator, once outside of the sheath and the patient, the distal end of the catheter became stuck on the proximal/mid portion of the amplatz guide wire. The physician used a scalpel to shave off the balloon portion and then removed the rest of the device and continued to use the wire. The procedure was completed with another gladiator balloon. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4).